Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the handpiece had no energy during a surgical procedure. The handpiece was replaced and the system rebooted manually and different surgeon's settings tried with no correction of the issue. The system was swapped to a different one to complete the surgery. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The system and the handpiece were examined and no problems were found. The company representative stated no further issues were experienced by the site after the isolated event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on april 6, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).